Event description:
It was reported the patient underwent surgery to remove a fluid pocket above the right supraorbital lead. Therapy was unaffected. The investigation did not determine which lead is related to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3166ans, UDI: (B)(4), serial: (B)(4), batch: 8257024. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.